Manufacturer narrative:
(B)(4). Received one(1)9001p-vc-005 ez-io, ez-io 25mm needle set + stabilizer (box o for investigation. Upon receipt a visual inspection was performed to determine if the complaint sample had been subjected to any abuse/misuse/damage. Nothing noted. Functional testing could not be accomplished due to the nature of the reported defect. The reported detailed complaint description states the stylet and cannula are "bonded", "stuck" together at the cannula and stylet mating hub interfaces. The reported condition has been confirmed. Reasonable hand force will not separate the stylet and cannula. The needle set was broken apart in a vice with pliers. Per the pictures, the threads from the stylet and cannula were examined under magnification. There were no visual signs of defect anomalies such as plastic thread fracture, thread plastic roll-over due to excessive tightening force, and the interface surface did not show any evidence of a foreign material that might have caused a "bonding" condition. The complaint has been confirmed, however a definitive root cause cannot be assigned. Root cause has been assigned to "undetermined - cannot determine". No corrective/preventative actions will be assigned. In addition to the pictures of threads, another set of pictures have been provided that depicts the condition of the stylet and cannula needle tips. These pictures depict damaged cannula cutting tips. In a lab setting, a 45mm needle set was driven into a hard saw bone medium with excessive force. The same results were rendered in this test needle as was noted in the complaint sample. In the test needle the stylet needle tip was rolled over and the cannula cutting tips were rolled to one side. Other remarks: the test results point to the needle being driven with excessive force into a very hard tibia bone. The drilling force required was great enough to "bond" or "lock" the two needle components together. This condition is further substantiated via another complaint. A 45mm needle set (9079p-vc-005) was used on the same patient, in the other leg tibia. Field clinicians realized the needle was "stuck" or "bonded" together to the cannula and effective intraosseous infusion was not going to be possible. The circumstances of these two separate incidences do not support a manufacturing process defect, or some other manufacturing anomaly. Evidence does not support that two unique product codes, from obviously two different lot/batches, both experiencing the same condition were caused by a manufacturing problem. No further action required. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while on scene of a cardiac arrest, paramedic placed io in patient's right proximal tibia. Due to the patient's size they used a 45mm needle, after placement they couldn't remove the needle from the catheter. The decision was made to remove it. They then attempted to place a 25mmneedle in the patient's left proximal tibia, but it wasn't large enough. They then stuck a 20g needle in the patient's left arm. Meds were delivered approximately 6 minutes after failed io. Paramedics said the io malfunction did not alter the patient's outcome. The patient was pronounced dead at 1429.